Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were experiencing low blood glucose levels. Customer declined troubleshooting and stated they had forgotten to eat, causing them to go low. Customer's blood glucose level was 49 at time of reporting. Nothing further reported.